Manufacturer narrative:
Correction: recall applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received on 2019-feb-20, the event is now reportable for serious injury as there was intervention required. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-feb-20. It was reported that the cause of the motor stall was not determined, there was no MRI associated with the motor stall. The ¿device was nearing end of life though.¿ actions taken to resolve the issue included surgery to replace the pump on (B)(6) 2019. A catheter dye study was performed during surgery and all was normal. The motor stall issue was resolved, the device was explanted and would be returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 35 mg/ml bupivacaine at 9.41 mg/day and 2,900 mcg/ml morphine (unknown) at 779.7 mcg/day. The reason for use was malignant pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. Pump logs show a motor stall and recovery on (B)(6) 2018 then another stall on (B)(6) 2019 with no recovery noted. Pump status and/or event log report stopped pump period may exceed tube set. Motor stall considerations were reviewed, including to consider pump replacement, consider programming minimum rate, to cover patient with non-pump medication, and if explanted/replaced pump then return to the manufacturer is recommended. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-feb-11. The reason for removal was noted as ¿device-related.¿ it was reported that the patient was not in a clinical study, the device was used with/in patient for treatment. After the device was removed, the patient recovered without sequela. The device was returned to the manufacturer for analysis. There were no further complications reported/anticipated.